Event description:
It was reported that an ilet device became unusable when the unlock slider and touchscreen were unresponsive, and the screen was visibly cracked; the device had fully depleted its battery and would not function despite charging, and the user indicated the damage occurred that day without injury, leading to cessation of ilet use and transition to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed a touchscreen component issue consistent with an unresponsive input interface, with software involvement identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.